Manufacturer narrative:
Per the complaint, part number and lot information are unknown. If additional information becomes available a follow-up report will be submitted

Event description:
Per complaint (B)(4), during clinical procedure, deformation of implant took place.

Manufacturer narrative:
Follow-up submitted to report device evaluation.